Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas 8000 ise 900 module. Initial result: 186.1 mmol/l. Repeat result: 142.4 mmol/l (tested on a cobas pro ise analytical unit).

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The field service engineer (fse) found an issue with the solenoid valve. He also found liquid in the dilution cup. The fse replaced the solenoid valve and performed a comprehensive vacuum line cleaning. Qc and patient samples were processed with successful results. No further issues were reported after the service visit. The investigation determined that the issue found by the fse was the root cause of the event.